Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error. The blood glucose level was 145 mg/dl at the time of incident. Customer stated that the insulin pump had pump error alarm. Customer stated that the insulin pump had frozen display. The insulin pump will be returned for analysis.

Manufacturer narrative:
A broken force sensor alarm and critical pump error due to moisture damage on the electronic assembly. Unable to verify keypad unresponsive, frozen display and perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book).